Manufacturer narrative:
Device is used for treatment, not diagnosis. The investigation shows that the locking thread is badly damaged due to mechanical overload of torque. The star drive shows no damage and seems to be intact. The screw head is deformed in such a case as he could slip trough the plate. The visible signs clearly indicate exceeding applied mechanical force during insertion which cased the damage at the screw head. The screw was analyzed for conformance to print specifications, as well as the device history record was researched. No abnormal findings were identified. No product fault could be detected. DHR was reviewed with no complaint related anomalies noted.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013 when using a variable angle mode the surgeon inserted the va locking screw construct to the hole located at the distal and most radial side of the plate. The plate and the screw were not locked. Following this the screw penetrated the plate. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested. Placeholder.